Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Service report and log files were not provided to this investigation. It is unclear if any part was replaced to resolve the issue.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that water was drained from the compressor to the air gas module of the ventilator. There was no patient harm reported. Manufacturer's ref #: (B)(4).